Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Event description:
Manufacturer reference number 179730.

Manufacturer narrative:
On (B)(6)2018 getinge became aware of an incident with one of surgical lights- powerled. As it was stated, the joint has broken. Additional information has not been provided however we decided to report the issue in abundance of caution as any part breakage might be a source of injury. It appeared later, after visit of the service technician that the spring arm bearing was dry and fell apart. The light was disassembled and cleaned out all of the debris. The device has been recognized as powerled 700+ sf hd r k3 with serial number(B)(4) and product reference number ard568370939. The device was manufactured on (B)(6)2011 . The device was 7 years old at the time of event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if during the event occurrence the device was or was not being used for patient treatment. With the information above, we are able to assume that the most likely root cause of the malfunction is related to the maintenance of the device itself. It is worth adding, that no service/ maintenance history has been obtained for the claimed device. The information that the sleeves of the device need to be lubricated annually is included in instructions for use, provided together with the device to the customer. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that this is the 8th complaint of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is under manufacturer's analysis. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights- powerled. As it was stated, the joint has broken. Additional information was not provided yet however we decided to report the issue in abundance of caution as any part breakage might be a source of injury. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref- (B)(4).